Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to obtain add'l info were unsuccessful, including a final attempt by letter. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from 1 m height per ul2601-1 2nd edition. Product samples were dropped 3 to 5 times from a height of 1 m and the housings showed damage and cracking (only after at least 3 drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer svc that her transformer cracked in half, exposing internal circuitry.